Event description:
The customer contacted baxter's technical service center regarding a check lines and bags alarm which occurred on the homechoice (hc) during use during dwell 3 of 4. The dwell time equaled 2:04. The baxter technical service representative (tsr) had the hp bypass to drain 3 of 4 and then bypass to fill 4 of 4, but the hc displayed fill 4 of 5. The hc added a cycle. A program change is a reportable event. The tsr had the hp cycle power on the machine to end therapy. The tsr advised the hp to contact their registered nurse (rn). There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2010, product surveillance followed up with the nurse who indicated that the patient did contact her regarding the homechoice adding a cycle. The nurse stated that she followed up with the service department and they informed her that when bypassing the unit may add a cycle. The nurse stated that the hp was doing fine and he is continuing with therapy. She stated that she believes that this was an isolated incident and she did not want the device swapped out. The nurse confirmed that there was no medical intervention or patient injury associated with this event.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a check lines and bags alarm with a report of the programming being changed by the device was not confirmed due to a lack of sample. The cause was determined to be the number of therapy cycles were recalculated when bypassing was performed. Review of the service history revealed that the previous return of the device was not for the reported problem and no issues were identified that may have contributed to the reported issue. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.